Manufacturer narrative:
The ca2 reagent lot number was 92024001 with an expiration date of 31-jan-2027. Calibration and qc were acceptable. No issues were identified during a review of the alarm trace data. The field service engineer (fse) found that the customer was experiencing issues with their water tank and water system at the time of the event (contributing to washing issues) and observed buildup on the sample probe due to low rinse. The fse adjusted the sample probe rinse and cleaned the sample probe, and verified the instrument by performing precision testing. The investigation determined the event was due to a maintenance issue (a combination of the probe rinse issue and the customer¿s water supply issue).

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for calcium gen.2 (ca2) on a cobas c 503 analytical unit. Patient 1 initial result was 7.25 mg/dl. The repeat result from a different c503 analyzer was 9.4 mg/dl or 9.3 mg/dl. Patient 2 initial result was 7.20 mg/dl. The repeat result from a different c503 analyzer was 9.2 mg/dl. The doctor questioned the initial results, and the samples were repeated. The repeat results were believed to be correct.